Manufacturer narrative:
Report suggest but does not confirm the event date is 26-jul-2024. Investigation summary: ICU medical reported a complaint from the customer stating, that "pump shut off while in use." The device will not be sent to the service center for testing. Visual and functional testing: the device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.

Event description:
A complaint regarding a plum 360 experiened unintended shutdown. The reporter stated that ¿pump shut off while in use¿. There was no adverse event. Update 1: the status of the product at the time of the event was during infusion. There was patient involvement. Update 2: additional information: the reporter stated that, ¿when he looked in rsq the request was placed on (B)(6) 2024. Pump completely shut off without warning while infusing medication. Unable to reprogram pump.¿ no medical intervention required. The pump was plugged in to ac power or on battery at the time the issue occurred. The charge indicator was light up when plugged into ac power. The battery has been replaced multiple times. Date of replacement was on (B)(6) 2024. There was unknown damage or issues to the power cord or plug/prongs. They can¿t provide the event history for the pump for the last three months of use. The pump will not be sent to the service center for testing.